Manufacturer narrative:
H.10:the serial read-out (real time device parameters and setting recording file) of the all pumps used on the console was analyzed. No error message indicating an hardware malfunction or a can bus interruption were found stored. Taking into account that the device is in use at the customer site and that the failure did not recur, it is possible to exclude any hardware failure of the device. Based on the investigation performed for similar cases, the most likely root cause of the reported event is traceable to external interferences from high frequency devices.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on troubleshooting finding, it is very unlikely that the reported issue is device related. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 system shut off during a case without going into ups mode. There was no report of patient injury.